Manufacturer narrative:
At this time no conclusion can be made. The cause of the patient's postoperative complications cannot be determined at this time. As reported the patient has undergone multiple diagnostic tests with no indication that the implant is causing or contributing to his chronic pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the dates of event and implant are estimated as the actual dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported that in (B)(6) 2016 the patient was diagnosed with a left inguinal hernia and underwent repair with implant of a bard 3dmax mesh. As reported since implant the patient is having chronic left groin pain, at times shooting pain and has seen his surgeon on multiple occasions due to the pain. As reported the patient underwent a colonoscopy and endoscopy which confirmed he did not have any obstructions. The patient also underwent a CT scan which was within normal limits. The patient is currently taking tramadol for the pain and is waiting for the surgeon's next recommendation for medical or surgical intervention.